Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm alarm due to motor error alarm. Pump passed displacement test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 130 mg/dl at the time of incident. Troubleshooting found that the drive support cap was protruded out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.